Event description:
Reportedly, the pump was set to deliver 19.9cc heparin as ordered. Pump was indicating infusion going as ordered. Bag however, did not look emptier and patient's ptt 23. Dr. Tully notified. Pump changed. New infusion initiated with follow ptt to be drawn.

Manufacturer narrative:
Device evaluation results will be reported when evaluation is completed.